Event description:
"Pedal exhausts at coupler and pedal does not work - drill runs continuously" was stated on the repair order. On follow-up with the hosp it was reported that the surgeon was performing a neuro procedure. When he stepped off the foot pedal the drill continued to run. The drill bit was not in the pt at the time. A back up foot control was used to finish the case. There was no pt injury.